Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 500 mg/dl resulting in a hospitalization. Customer was treated with intravenous fluids. While at the hospital, the infusion set site was discarded; no damage to the infusion set cannula could be confirmed. Customer was released from the hospital on (B)(6) with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.